Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in greece underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On 07/may/2025 it was reported that on (B)(6) 2025 a gastroenterologist conducted a stoma site evaluation. Good care of the stoma site was recommended and oral antibiotic ceclor, 500mg 1x3 was prescribed for 8 days. Stoma site is now in better condition. No further information provided.